Event description:
It was reported that the user was unable to turn the connector to the right when inserting it into the cartridge and pump, and customer care guided the user through a rewind and ensured the insulin cartridge was fully seated, after which the user was able to attach the connector and complete the infusion set change. Symptoms included no adverse clinical effects. Outcomes included no impact on health. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user technique and incomplete cartridge insertion, which were resolved through guidance. It was concluded that the device functioned as designed after proper setup, and no device malfunction was confirmed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.